Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted approximately 50% then jumped back up. There was no impact to the customer's blood glucose level. Review of the pump data upload by tandem technical support was unable to confirm the customer's allegation.